Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. A 8x4.5 mm quantum maverick monorail balloon was being used for post dilation after a non bsc stent was deployed. The balloon ruptured at 18 atmospheres. The procedure was completed with another of the same device. The patient status is listed as "no problem" with no complications reported. Multiple attempts to obtain additional information have been unsuccessful.